Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap did not have iodine. This issue was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sample was returned opened with the cap outside of the packaging. The minicap foam was found to be assembled correctly and iodine was found inside the cap meeting baxter specifications. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.